Manufacturer narrative:
Follow-up #1: date of submission 5/30/2017. Device evaluation: the device has been returned and evaluated by product analysis on 05/12/2017 with the following findings:. Black box shows evidence of discharged batteries being installed on (B)(6) 2017. Pump powers with returned battery cap to a dim discolored display. Battery cap unable to fully tighten. Battery cap measures within specifications; battery compartment cracks observed from thread area to case seal and below grip pad. Base cracks observed between case seal and keypad.. Pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated.. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.